Event description:
(B)(4). On the morning of (B)(6) 2016, I saw my chiropractor, and he found a 12 cm mass on my back. I had also seen him the previous week, and the mass was not present at that visit. I started searching for what the mass could be while I waited for my dermatologist appointment on (B)(6) 2016 where it was confirmed that I had a 12 cm mass that was too large for my dermatologist to remove. While I researched, I came across the essure problems page and found many other symptoms that I had been experiencing for many months prior. Since implantation, I have experienced: chronic and acute pelvic pain, especially on the left side; irregular menstrual cycles ranging from 20-40 days; extremely painful periods that are heavy and include the passing of large clots; fatigue, brain fog, dental issues (sensitivity, one crown, four fillings, another broken tooth awaiting treatment); extreme itching on my chest, skin boils on my abdomen, tingling/numbness in my hands, headaches, brain shocks, bloating, difficulty losing weight\weight gain, 12 cm tumor on my back and other symptoms. On (B)(6) 2016, I had a bilateral salpingectomy to remove my essure coils and tubes along with the corners of my uterus. At that time, my doctor also performed a d and c. I am still waiting for the results of my pathology testing, but I noticed three of my symptoms had disappeared upon waking from surgery. My chest was no longer itching. My hands were no longer tingling and numb. Despite the pain from surgery, I was no longer suffering from acute pelvic pain. These side effects have not returned. I am scheduled to have the tumor removed on (B)(6) 2016 and am anxious to see the pathology report from it as well.